Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® pst¿ lh tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: blood exits the tubes during centrifugation, which leaves the centrifuge contaminated I would like to review with you the bd recommendations for centrifugation of bd 365986 microtainer tubes. We are using a small centrifuge at 4°c that centrifuges the tubes at a 45° angle at 10,000g for 90 seconds and we are finding that there is blood coming out of the tubes during this centrifugation. We have set the centrifuge with a progressive, slow start, to avoid this problem but the problem persists.

Event description:
It was reported when using the bd microtainer® pst¿ lh tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: blood exits the tubes during centrifugation, which leaves the centrifuge contaminated I would like to review with you the bd recommendations for centrifugation of bd 365986 microtainer tubes. We are using a small centrifuge at 4°c that centrifuges the tubes at a 45° angle at 10,000g for 90 seconds and we are finding that there is blood coming out of the tubes during this centrifugation. We have set the centrifuge with a progressive, slow start, to avoid this problem but the problem persists.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage during centrifugation with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage during centrifugation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage during centrifugation. Bd was not able to identify a root cause for the indicated failure mode.